Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the system performed as expected, and there was no failure found. The imaging system then passed the system checkout and was found to be fully functional. This event caused one unused spin, and has already been reported with a FDA-3649 form that was received on 26-feb-2018.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported exams were not transferring to the navigation system being used for the procedure. It was noted there was a green line of communication. The site then connected the imaging system and the navigation using ethernet without resolve of the issue. The site also attempted to use multiple navigation systems without resolve. It was also noted the imaging system was able to send old exams to the navigation system, but the spin that was just taken would not transfer. The system was rebooted, new images were taken, and those images successfully transferred to the navigation system. This issue occurred perioperatively and resulted in a surgical delay of 30-40 minutes. There was no reported impact on patient outcome.